Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009. The patient was seen by the physician on (B)(6) 2012 and a vaginal mesh erosion was noted. The mesh erosion was midline. The patient experienced pain during intercourse. The patient underwent a procedure for closure on (B)(6) 2012. The patient was seen by the physician for follow-up on (B)(6) 2012 and the erosion was still present. The patient has been scheduled for prolapse surgery and repeat closure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient first experienced symptoms of mesh erosion on (B)(6) 2012.